Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia and hospitalization. No product lot number was reported; therefore, no lot release records were reviewed. Omnipod insulin management system ¿ user guide, model: ent450, 17845-5c-aw rev a 10/17, checking your blood glucose 4 / page 36. Warnings: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warnings: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient had to be hospitalized for diabetic ketoacidosis with blood glucose reading greater than 600 mg/dl. Upon deactivation it was noticed that the cannula was bent. The patient stayed in the hospital for 15 hours and at the hospital they placed him on an intravenous therapy of insulin. The patient's father also stated that his son has high blood pressure, high heart rate and high levels of kalium. The pod was worn longer than 48 hours on the leg.